Manufacturer narrative:
Additional excluder® device included in this report: pxc141200/05505617. Device UDI's: pxt261416: (B)(4). Pxc141200: (B)(4). Imaging evaluation findings: post-implant cta images dated (B)(6) 2015 were received by gore from the facility, and an imaging evaluation was performed. There appeared to be contrast in the aneurysmal sac. A femoral-femoral graft also appeared to be present. The distal end of the contralateral limb appeared to be within the aneurysmal sac approximately 10mm proximal to the right common iliac (rci) origin. There appeared to be a distal type I endoleak on the right side. The distance from the distal end of the contralateral limb to the rci bifurcation appeared to be approximately 45 mm. The ipsilateral limb on the left side appeared occluded from the flow divider to the distal end. The distal end of the ipsilateral limb appeared to be invaginated. There also appeared to be a focal narrowing in the lci distal to the end of the ipsilateral limb. A review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and occlusion of device or native vessel.

Event description:
On (B)(6) 2007, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2015, computed tomographic angiography (cta) reportedly revealed a distal type I endoleak and possible loss of device apposition on the contralateral side in the right common iliac artery, secondary to iliac disease progression. No re-intervention procedure has been scheduled or planned as of yet.